Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 511s self sheathing mechanism on the trocar failed to work during insertion. It was reported the liver was cut resulting in intra-operative bleeding. The procedure continued once the bleeding was controlled. Or time was extended. Risk manager is holding the trocar for further review. The device was from a procedure tray, lot number m4dt9l.